Manufacturer narrative:
Device still implanted and in use.

Event description:
Patient experienced swelling of their tongue after using the therapy which would resolved on its own during the day. Patient did go to the ER at one point when their tongue swelled over concerns that it might have been due to a stroke, which it was determined that it wasn't. Patient had device settings adjusted to permit a lower stimulation amplitude at the bottom end of his stimulation range.